Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lobectomy, the stapler could not be removed from inside patient's chest cavity after both knife reversal mechanisms attempted. Replaced and used another stapler to resect around stapler end effector to remove from patient. Locked closed stapler was moved out of sterile field, knife reversal cranked over and over forcefully until the stapler opened to release off tissue. Tb infected patient, stapler could not be sterilized. Surgery was delayed 10 minutes due to the event, but was successfully completed. No fragments were generated and no patient consequences were reported. No additional information is available at this time.